Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The cannula seal was found to have a broken piece measuring approximately 0.053¿ x 0.068¿ and was not returned. The known common cause of this failure is due to mishandling/misuse. Based on the failure analysis investigation, this MDR report is being retracted as the damage to the instrument was determined to have been due to user mishandling/misuse and not due to a malfunction of the instrument.

Manufacturer narrative:
As of the date of this report, the 8 mm cannula seal has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the 8 mm cannula seal tore and broke off into the patient and was retrieved. While there was no report of any patient harm, adverse outcome or injury, at this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair surgical procedure, the 8mm cannula seal ring tore and broke off into the patient and was retrieved. The procedure was completed with no report of patient harm, adverse outcome or injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the robotics coordinator indicated that the green fragment from the 8 mm cannula seal broke off and was noticed inside the patient. It was noted the skilled nurse assistant (sna) was introducing a mesh and suture with the grasper at the time. The robotics coordinator stated the surgeon used a da vinci camera and instrument to retrieve the pieces. No medical intervention was required as the fragments were retrieved, and the robotics coordinator stated the procedure was completed as planned with no patient injury or harm.